Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Non-capture event seen on home monitoring rv pacing iegm. Rv sensing has trended up. Full lead evaluation recommended. No adverse events reported.